Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, opening linear on posterior and anterior and brown particles inner device. Leak test and microscopic analysis was performed which identified: striated opening on anterior and posterior (stable base) based on the device analysis the final assessment is a striated opening anterior and posterior (stable base) assessed as surgical damage.

Event description:
Healthcare professional reported an unknown side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side deflation. Device was explanted.